Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used in the esophagus during a stent placement procedure performed on (B)(6) 2014. The stent was being used to treat a severe stricture caused by cancer. Reportedly, the patient's anatomy was not dilated prior to the stent placement. According to the complainant, during the procedure, the physician encountered strong resistance when crossing the stricture with the stent but the stent was able to cross the stricture. The physician began to deploy the stent; however, only about 1cm of the distal tip of the stent was able to be released. The physician noted that the deployment suture was tangled with the stent. The stent was removed from the patient partially deployed. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
An ultraflex distal release esophageal stent was returned for analysis. Visual examination of the returned device noted that the stent was partially deployed by 17mm. No issues were noted to the profile of the remaining crocheted section of the device. During analysis, the investigator retracted the deployment suture and fully deployed the stent without any issue. The noted damages indicate difficulty was experienced during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex distal release esophageal stent was used in the esophagus during a stent placement procedure performed on december 25, 2014. The stent was being used to treat a severe stricture caused by cancer. Reportedly, the patient's anatomy was not dilated prior to the stent placement. According to the complainant, during the procedure, the physician encountered strong resistance when crossing the stricture with the stent but the stent was able to cross the stricture. The physician began to deploy the stent; however, only about 1cm of the distal tip of the stent was able to be released. The physician noted that the deployment suture was tangled with the stent. The stent was removed from the patient partially deployed. The procedure was completed with a different stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.